Manufacturer narrative:
Device evaluated by MFR.: the device was returned and analysis completed. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.